Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic roux-en-y, while the device was being applied to small bowel anastomosis, the device had only partially stapled and it had incomplete staple line on the proximal part. They grabbed another reload and it worked fine. There was no patient injury.